Event description:
It was reported via repair work order that the foot left siderail was missing. It was also reported that the bed was not able to lower completely due to wire harness #2 malfunction. It was further reported that the inlet filter and fuses were missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.